Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed, and the cause appears to be use related. The stylet from what could be the implicated 4 fr powermidline was returned for investigation. It was observed that the coil wire was severely stretched over the core wire of the stylet. The elongation of the coils exposed the core wire. The distal tip of both the core wire and the coil wire were microscopically examined. The weld tip was not present and the cross sections were noted to be flat with striations across a portion of the surface. The striated surface exhibited increased luster compared to the remainder of the cross section. These characteristics indicate that the stylet was severed with a sharp instrument, and most likely occurred when the catheter was trimmed to length. The core wire extended 41.1cm from the black pull tab, which indicates that the stylet was cut 0.4cm to 1.4cm from the weld tip. The IFU states, ¿retract the stylet to well behind the point the catheter is to be cut. Using a sterile scalpel or scissors, carefully cut the catheter according to institutional policy, if necessary. Caution: the stylet or stiffening wire needs to be well behind the point the catheter is to be cut. Never cut the stylet or stiffening wire.¿ a lot history review (lhr) of reax0955 showed no other similar product complaint(s) from this lot number.

Event description:
Per sales representative, the facility reported a frayed guidewire. More information has been requested but has not yet been provided from the facility.